Event description:
It was reported that this right atrial (ra) lead had out of range pacing impedances for the past ten months. There was no noise indicated, and the thresholds and sensing values were stable. The plan was to continue to monitor at this time. The lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that this right atrial (ra) lead had out of range pacing impedances for the past ten months. There was no noise indicated, and the thresholds and sensing values were stable. The plan was to continue to monitor at this time. The lead remains in-service. No adverse patient effects were reported. Additional information was received that this ra lead was surgically capped due to product performance issues that were likely related to ongoing high impedances. No additional adverse patient effects were reported.